Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer was treated with intravenous fluids, sugar and glucose to address bg. Customer was discharged the next day, (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.